Manufacturer narrative:
(B)(4). Age at time of event: between 65-70 years old. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2015-08807 and 2134265-2015-09225. It was reported that stent thrombosis occurred. The first target lesion was located in the circumflex artery to the 2nd obtuse marginal (om) branch which was treated with the implantation of a 2.25 x 28 synergy ii drug-eluting stent. Post-implantation, it was noted through the radiopaque that the stent was only about 20mm long instead of 28mm. The second target lesion was located in the 1st om branch which was treated with the implantation of a 2.25 x 20 synergy ii drug-eluting stent. However, post-implantation, it was noted that the 2.25 x 20 synergy ii drug-eluting stent was also shorter than it should be. The third target lesion was located in the left anterior descending (lad) artery which was treated with the implantation of a 2.75 x 20 synergy ii drug-eluting stent. However, post-implantation, it was noted that the 2.75 x 20 synergy ii drug-eluting stent was also shorter than it should be. The stents were post-dilated, and activated clotting time (act) was taken with a value of 222 and the patient was given brilinta. The procedure was completed and everything looked good. However, fifteen minutes later, it was noted that the 2.25 x 20 and 2.75 x 20 synergy ii drug-eluting stents thrombosed. Subsequently, the two stents were re-dilated with a balloon and were successfully opened. Cardiopulmonary resuscitation (CPR) was also performed. No further patient complications were reported and the patient's status was fine post-intervention. Four days later, the patient was discharged.